Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the video system center exhibited blackout when connector was subjected to stress. The issue was identified at the time of inspection procedure while the device was inside the patient. The procedure was completed with the same device. There were no reports of patient harm.